Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed as a result of a material analysis. Method & results: device evaluation and results: visual inspection: a visual inspection was performed by a material analysis engineer which noted; wear was observed throughout the taper lock region. At the base of the female taper a ridge was observed. The femoral head and the hip stem were placed into the scanning electron microscope (sem) for further analysis. Dimensional inspection: not performed as reported event is not related to dimensional integrity. Functional inspection: not performed due to damage noted in visual inspection. Material analysis: a material analysis concluded the wear mechanisms observed on the returned devices is consistent with loss of taper lock between the femoral head and the hip stem trunnion. The root cause of the loss of taper lock was not able to be determined. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: a mar concluded the wear mechanisms observed on the returned devices is consistent with loss of taper lock between the femoral head and the hip stem trunnion. The root cause of the loss of taper lock was not able to be determined. No further investigation is required at this time. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Physician revised an accolade I stem. The femoral disengaged from the stem. The stem has trunion ware. It was reported that patient called legal stating that the pin in his leg that connects to the ball deteriorated. All metal parts were going into muscle and he had to have another surgery to have all the devices removed and replaced. The surgeon had to cut into his bone and remove the hip. The revision was completed successfully with a resmod stem and mdm on the cup side.

Manufacturer narrative:
An event regarding disassociation involving an unknown femoral head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor could the root cause be determined because the insufficient medical information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Physician revised an accolade I stem. The femoral disengaged from the stem. The stem has trunion ware. It was reported that patient called legal stating that the pin in his leg that connects to the ball deteriorated. All metal parts were going into muscle and he had to have another surgery to have all the devices removed and replaced. The surgeon had to cut into his bone and remove the hip. The revision was completed successfully with a resmod stem and mdm on the cup side.